Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis revealed the helix of the lead was extrinsically bent due to pulling/stretching/overstress. A visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that prior to the implant attempt the physician was unable to extend the helix of the right ventricular lead. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.